Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that the seal on the base of a dialyzer was cracked. Upon follow-up with the hemodialysis (hd) nurse at the clinic, it was reported that it was unknown how long into the patient¿s hd treatment the blood leak occurred. It was confirmed that the machine, a fresenius 2008t machine, did not alarm as the leak was external. Blood leak test strips were used and tested negative. The nurse confirmed that the leak was external, and was visually observed from the base seal of the dialyzer. It was unknown if there was any defect or damage seen on the dialyzer. It was reported that the patient¿s estimated blood loss (ebl) was unknown. The hd nurse confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. It was unknown if the patient completed treatment. The dialyzer is not available to be returned to the manufacturer for evaluation because it was discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.